Event description:
It was reported that the estimated remaining longevity of this pacemaker decreased more quickly than expected, changing two and a half years within one and a half year. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting normally. The patient experienced anxiety due to the battery depletion rate; no medication was needed and was being remotely monitored. This device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.